Event description:
It was reported that the lead was explanted due to noise. There were no inappropriate shocks.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The partial lead was returned in two segments. External insulation abrasion was noted at 36.6cm to 37.3cm from the distal tip, consistent with friction to the ICD can. The etfe coating of the re conductors was abraded at this location. This is consistent with the observation from the field of noise when the lead was in contact with the ICD can.